Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 94 mg/dl. Customer sated when changed the reservoir, he saw air bubbles and the set didn't fit straight in the compartment. Customer was advised to use the plunger to remove the air bubbles and ran 10 units. The customer declined to troubleshoot and advised to monitor pump and blood glucose and sets.